Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of a defective bag and suspected peritonitis in a patient coincident with physioneal 40 unknown bag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced suspected peritonitis. On (B)(6) 2011, the patient was hospitalized for suspected peritonitis. On an unreported date in (B)(6) 2011, the patient received treatment with vancomycin 1 gm. Outcomes for the events of defective bag and suspected peritonitis were not reported. Action taken with physioneal was not reported. The nurse did not report an assessment of causality for the events of defective bag and suspected peritonitis in relation to physioneal therapy.